Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: d1, d2a, d2b, d3, d4, g4 ¿ 510k: this report is for an unknown nail head elements: tfna helical blade/unknown lot. Part and lot numbers are unknown; UDI number is unknown. D9: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in japan as follows: it was reported that on (B)(6) 2023, the patient underwent an open reduction/internal fixation surgery with the tfna nail for a femoral trochanteric fracture. After the blade was inserted, the locking mechanism was tightened with the screwdriver to the point where it clicks. The distal locking screw was inserted, and the end cap in question was inserted through the device. The end cap was not fully tightened when the insertion handle was removed. The surgeon determined that the locking mechanism did not encage properly and removed the end cap. Then, the surgeon tried to engage the locking mechanism. Even though the surgeon inserted the screwdriver many times, the locking mechanism did not turn at all, and kept spinning idle. Since the fracture was at the femoral neck, the operation could not be completed without locking the mechanism. The surgeon removed all the implants and replaced with a nail 1mm thicker in size. The surgeon inserted with great care to make sure that he inserted into the same place as before. Augmentation was hastily performed to increase the strength of the fixation. During closure, the nurse confirmed that there was significant soft tissue in the nail in question. After the soft tissue was removed, the locking mechanism engaged properly. The surgery was completed successfully with a 60-minute delay. According to the surgeon, since the locking mechanism engaged properly, it appeared that there was no defect in the products and considered it to be a technical error. The patient outcome was reported to be stable, and no other medical intervention was required. This report involves one unk - nail head elements: tfna helical blade. This is report 2 of 2 for (B)(4).